Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. As a result, the patient had undergone explanation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 425cc. The concomitant product was saline mentor smooth round moderate profile 375cc, catalog number 3501660, serial number (B)(4), lot number 7435420. In addition, the patient had a history of macromastia. The patient was stable and in a satisfactory condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/22/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was (B)(6) 2018. The replacement device was saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 7565111. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/01/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.9 cm within an area of missing material measured 0.8 cm x 1.9 cm located on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. Also, was noticed several creases on both views on the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).